Event description:
Event description guidant received information that this right ventricular lead became dislodged in this pacemaker dependent patient, the night post implant. The lead was removed, replaced and returned.